Manufacturer narrative:
Reopen as part of sg vs bg review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced hyperglycemia, change sensor alert and discrepancy between sensor glucose and blood glucose. The sensor glucose value was 40 mg/dl while blood glucose value was 240 mg/dl at the time of the incident. The customer was advised that sensor may no longer be responding to glucose changes most likely due to sensor not situated properly preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. No product return is expected for mmt-7020la.